Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 479 mg/dl. The patient treated via insulin shot. Troubleshooting was initiated and the drive support cap appeared normal. The insulin pump settings were programmed accurately as well. A high pressure test could not be performed. The customer was advised to change their entire set, reservoir, and insulin and treat per health care provider's instructions. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.